Event description:
An alarm issue was reported with the freestyle libre 2 sensor. The low glucose alarm did not sound and customer was not alerted of changes in glucose level. As a result, the customer a loss of consciousness and was unable to self-treat, requiring treatment of glucose solution by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.